Event description:
Removal of ICD and extraction of right atrial and ventricular leads due to infection. Lead tips sent to pathology and lead bodies sent to biomed.what was the original intended procedure?ICD extraction.